Event description:
Sorin group received a report that during a procedure the double head pump of the s5 system failed to deliver cardioplegia. The perfusionist checked the pump settings. The pump then restarted without intervention. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure the double head pump of the s5 system failed to deliver cardioplegia. The perfusionist checked the pump settings. The pump then restarted without intervention. There was no report of patient injury. The investigation is on-going. A follow up report will be sent when the investigation is complete.